Manufacturer narrative:
Conclusion: reportedly the revision surgery was done due to a dehiscence of the blind sac through which the electrode lead had extruded. Additionally, the electrode array migrated out of the cochlea. The electrode was re-inserted, however post-operative in situ measurements point to an electrode damage. The device investigation could confirm that the device was likely inadvertently surgically damaged during the revision surgery. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reimplantation with new device is considered.

Manufacturer narrative:
Additional information: according to the information received from the field the device was likely damaged during a revision surgery. Reportedly the revision surgery was done due to a dehiscence of the blind sac through which the electrode lead had extruded. Additionally, the electrode array migrated out of the cochlea. Further the electrode array was no longer inside the cochlea. The electrode was re-inserted, however post-operative in situ measurements point to an electrode damage. Re-implantation is planned but no date has been scheduled yet.

Event description:
Reimplantation with new device is considered.

Manufacturer narrative:
Additional information: according to the information received from the field the device was likely damaged during a revision surgery. Reportedly the revision surgery was done due to a dehiscence of the blind sac through which the electrode lead had extruded. Additionally, the electrode array migrated out of the cochlea. The electrode was re-inserted, however post-operative in situ measurements point to an electrode damage. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user has bene reimplanted.